Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones on (B)(6) 2025. During the procedure, the physician prepared a sphincterotomy device for use. After insertion of the sphincterotome, the device did not perform the intended cutting function. The sphincterotome was withdrawn, and it was noted that the cut wire broke. As a result, the procedure was temporarily suspended for approximately 5 minutes for device exchange. It was confirmed that no portion of the cutting wire had detached or remained inside the patient. The procedure was subsequently completed using another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.